Event description:
The customer stated that her blood glucose readings had been erratic. While troubleshooting, she performed normal control tests and received a result of 189 mg/dl. The normal control range is 96-132 mg/dl. The customer also stated that the meter would not turn on when the test strip was inserted. She was unable to test her glucose and was not feeling well. She went to the hospital and her blood glucose was 280 mg/dl. She did not receive any treatment, but was kept until her glucose went down. The meter and strips were to be returned for evaluation, and replacement products were obtained from a pharmacy.